Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's display was out of specification electrically. The display was repaired and the epg was re-calibrated and passed final quality assurance tests.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.